Manufacturer narrative:
The reported events were insulation damage, low pacing lead impedance, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection found a cut at proximal region of the lead. The damage found is consistent at the time of procedural. The reported events of low pacing lead impedance, failure to capture, and failure to sense were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During an implant procedure, low pacing impedance, no sensing and no capture was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. Upon explant of the ra lead, lead insulation damage was observed on the ra lead. It is unknown if the lead was damaged prior to implant or during the implant. The patient was stable.